Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by customer from USA: "mr. (B)(6) called to have a sapphire plus for replacement. There was an occlusion alarm, pressure test was set at 10 psi, device did not get near 10, it started to alarm before 5 psi and was constantly alarming. He had tried testing it 15 times but still same error had occurred. The event happened during infusion with a patient but a replacement pump was available and the delay of therapy was just around 20 seconds. He would like to have the replacement expedite as they are using devices that they only have. Pump treatment information: occlusion alarms, pressure test is set at 10 psi, device does not get near 10, its starts to alarm before 5 psi and is constantly alarming. Delay in therapy: yes. Need for medical intervention: unknown. Patient involvement: yes. Death/serious injury: unknown. Human harm: unknown." Additional information received on 08-mar-2016: I filled out below all the information that I was given from the doctor. Plus I tested the pump multiple times and confirmed occlusion alarm is going off way to soon. Would appreciate a new pump being sent to us immediately. Treatment settings: unknown. The pressure (occlusion) sensor setting was set to 10 psi. The staff didn't see any kink in the IV line. Prime with the pump was preformed after the alarm. After priming the occlusion alarm reoccurred. Different administration sets were tried in the same manner. I tested it multiple times at 10 psi, 13 psi and 15 psi with different tubing and a flow analyzer. Alarmed every time around 5 psi.

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: repetitive occlusion alarms.